Event description:
It was reported that the down arrow sticks and does not always respond to button presses. It was also reported that the keypad is intact.

Manufacturer narrative:
The pump was returned to animas for evaluation. The down keypad button did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.